Manufacturer narrative:
Analysis of the returned paracute stone retrieval basket revealed the device basket would not open. The handle slide was actuated with the outer sheath held straight, and the basket would open and close. The handle slide was actuated with the outer sheath held in a loop, and the basket would open and close with assistance. The basket and all basket wires were present and attached. The wire sub assembly was slightly bent in several locations along the working length. Per the event information, the defect was identified inside the patient during the procedure. Most likely, due to some aspect of the procedure, the wire sub assembly became bent. This would cause friction between the outer sheath and wire sub assembly when actuating the handle, which most likely would not allow the basket to open/close properly. Therefore, the most probable root cause for this complaint is operational/physiological context. During manufacturing, the devices are 100% inspected for device functionality/integrity.

Event description:
It was reported to boston scientific corporation that a parachute stone retrieval basket was used in a procedure on a female patient (patient identifier, sex, and weight unknown). According to the complainant, basket was passed through semi-rigid scope and would not open. It is unknown if stones were present in the basket when the event occurred.

Event description:
It was reported to boston scientific corporation that a parachute stone retrieval basket was used in a procedure on a female patient (patient identifier, sex, and weight unknown). According to the complainant, basket was passed through semi-rigid scope and would not open. It is unknown if stones were present in the basket when the event occurred.